Manufacturer narrative:
(B)(4). Device evaluation: a review of the lot history record revealed no non-conformance related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incident reported from this lot. An analysis of the returned device confirmed the reported device issue. Based on the investigation, no product deficiency was identified.

Event description:
It was reported that during a procedure of the proximal, eccentric, de novo saphenous vein graft to the left circumflex artery, the xience v stent delivery system was advanced but could not cross the target lesion. There was no reported patient effect. There was no reported clinically significant delay in the procedure due to the device issue. A 3.0 mm x 23 mm xience v stent delivery system was used in the procedure without incident. Though requested, no additional information was provided. Returned device analysis revealed the proximal and distal balloon tapers were returned wrinkled. Also, there was an unknown 300 cm guide wire returned stuck in the stent delivery system.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with al additional relevant information.